Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:the complaint could not be duplicated with investigation. A review of the pump¿s black box revealed a loss-of-prime warning. The pump powered on per specification and successfully performed the priming sequence and 24-hour exercise test. The force sensor calibration was found to be out of specification.

Manufacturer narrative:
A retained sample was tested and evaluated by product analysis on 12/20/2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted a loss of prime alarm. The reporter was able to prime and give an air bolus during trouble shooting. It was reported that the issue had occurred with multiple cartridges from different boxes. The reported stated that the pump did not experience damage or changes in temperature prior to the issue. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:the complaint could not be duplicated with investigation. A review of the pump¿s black box revealed a loss-of-prime warning. The pump powered on per specification and successfully performed the priming sequence and 24-hour exercise test. The force sensor calibration was found to be out of specification.